Event description:
It was reported that this pacemaker exhibited undersensing on the right ventricular (rv) lead. The device also presented low intrinsic amplitude and pacing measurements went down but remain within normal limits. Technical services (ts) was consulted and recommended monitoring the lead closely. The lead remains in service. No adverse patient effects were reported.